Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as non-hygiene condition and the area not clean before starting pd. The patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancomycin injection (1g, every fifth day, route and duration not reported), ceftazidim injection (1g, every day, route and duration not reported) and amikacin injection (125mg, every day, route and duration not reported) for peritonitis. On an unreported date, pd therapy was discontinued and the pd catheter was removed. At the time of this report, the patient remained hospitalized and was not recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.